Event description:
Patient presented back to the physician with continued tongue numbness, loss of taste, dysphagia, and pain. Physician brought the patient into the or, removed the ipg and sensing lead, and a portion of the stimulation lead, and closed.

Event description:
Patient presented to the physician with tongue numbness, loss of taste, and loss of sensation in the tongue. Physician prescribed pain medication.